Event description:
It was reported the programmer had a fatal error and would not reboot. The programmer was returned for repair. The rf (radio frequency) head cable was returned to the manufacturer, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.